Event description:
It was reported that that the stent failed to fully expand. The target lesion was located in the moderately tortuous and moderate to severely calcified left internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use along with a non-boston scientific embolic protection device (epd). The target lesion was not predilated. During the procedure, as the stent was being deployed, approximately 70% of the stent length expanded as expected. However, about 30% toward the proximal end remained unexpanded. The outer sheath of the device had been fully retracted, indicating that the stent was in a fully deployed state. Subsequently, stent apposition was attempted by manipulating the delivery system within the stent; however, the proximal end did not expand gradually and instead popped open abruptly. There was no post-dilation performed as the stent was judged to be fully apposed in the vessel. Subsequently, when attempting to remove the stent delivery system, there was very strong interference with the non-boston scientific epd, causing the distally deployed filter to migrate closer to the stent. While carefully adjusting to prevent the filter from slipping into the stent, the stent delivery system was eventually removed in the deployed state. There was no vascular damage, or dissection observed during the final angiography. The procedure was completed with this device. There were no patient complications as a result of this event.